Manufacturer narrative:
Engineering analysis of returned filtek z250 restorative showed that the product met specification, even though the product had expired the end of april 2016. This event involved three medical devices, therefore three manufacturer reports are being submitted to FDA. This current report described the first medical device. Manufacturer reports 9611385-2016-00010 and 9611385-2016-00011 describe the second and third medical device, respectively.

Event description:
On (B)(6) 2016, a dental assistant informed 3m that a (B)(6) male patient required a root canal due to unresolved sensitivity. The patient initially had a restorative treatment using 3m espe filtek z250 restorative and 3m espe scotchbond universal adhesive on (B)(6) 2016. The patient returned to the office on (B)(6) 2016 experiencing sensitivity and pain and the restorative was replaced using a non-3m liner followed by 3m espe filtek z250 restorative and 3m scotchbond universal adhesive again. The pain continued and on (B)(6) 2016, the patient saw an endodontist and was diagnosed with irreversible pulpitis and was recommended for a temporary crown. On (B)(6) 2016, the dental office placed a temporary crown using 3m espe protemp plus with a non-3m brand cement. On (B)(6) 2016 the patient reported that the pain had worsened and on (B)(6) 2016, the root canal was performed.

Event description:
On (B)(6) 2016, the dental office reported that the patient was doing well.